Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-02884. It was reported that the patient observed yellow wrench alarms on his new system controller. Log file review captured speed drops on (B)(6) 2020. Ongoing low speed alarms occurred on both batteries and the power module. The patient's system controller was exchanged. The patient was admitted for observation and transferred to an ungrounded patient cable. Patient had normal test results and did not appear to have a clot. Self test of the system controller revealed abnormal alarms sounds. Alarm was not continous and the alarm sounded more muted than normal. The system controller was exchanged. There were lower than average voltage readings from the system controller on both battery and power module.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory and low voltage hazard alarms was confirmed via the submitted log file. The reported event of an abnormal alarm sound could not be confirmed as the system controller was not returned for evaluation. The submitted log file contained approximately 7 days of data (22may2020 ¿ 29may2020 per the timestamp). Throughout the log file, the controller recorded voltages below the expected voltage while connected to 14v batteries and while connected to the power module. The decreased voltages were observed on both the black and white power cables; however, the voltage was observed to be consistently lower on the black power cable than the white power cable. Intermittent low voltage advisory alarms were captured throughout the log file due to the rsoc voltage on the black power cable dropping below the low voltage threshold while connected to a 14v battery. The log file also captured several low voltage hazard alarms when the white power cable was disconnected (to perform a power source exchange) at the same time as a voltage drop on the black power cable. The voltage did not drop enough to activate any alarms while the controller was connected to the power module. No other notable alarms were active in the log file. The alarms and decreased voltages did not affect the controller¿s ability to operate the pump at the set speed, and the pump maintained a speed above the low speed limit throughout the log file. The system controller was reported to have been exchanged; however, the controller was not returned for evaluation. Multiple requests were made to obtain additional event information (including if the controller would be returned for evaluation); however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section instructs the user to, at least monthly, inspect the system controller¿s audio sounders for dirt or grease. If a change in tone or in loudness is noticed during a system controller self-test, the audio speaker sockets may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes as it can damage the speakers inside. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.